Event description:
The pharmacist questioned results for 3 patients tested on coaguchek xs meter with serial number (B)(4) compared to the laboratory using the dade innovin method. Based on the data provided, the results for 1 patient were erroneous. It was noted that this patient is bridging from lovenox. The patient last took lovenox approximately 12 hours prior to the test on the meter. The initial result from the meter at 10:15 a.m. Was 2.6 inr. The qc check mark was observed with this test. The result from the laboratory at 10:27 a.m. Was 3.4 inr. It was noted that the pharmacist ran tests on 2 other meters; however, separate fingers were not used for those tests. The results from the other 2 meters were not provided. Coaguchek xs meter with serial number (B)(4) was the meter used for the initial finger stick. The patient's therapeutic range is 2-3 inr. No adverse event occurred. The patient is in good condition. The patient is not on any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The suspect product has been requested for investigation. The customer returned the meter and strips. The returned meter & strips were tested in comparison to a retention meter & master lot strips. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 206630) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.